Manufacturer narrative:
(B)(4). Eval, results: gi bleed.

Manufacturer narrative:
(B)(4)

Event description:
The investigator indicated that the reported event was not related to the study device.

Event description:
Pt received a 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid cx during index procedure. However it was reported that during hospitalization, the pt had one episode of gi bleeding. It was reported that the pt was asymptomatic on discharge relation between the reported events and the relevant stent or procedure was not assessed. No other clinical sequelae were reported.